Manufacturer narrative:
Per the user guide: use error: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was 893 mg/dl. Customer went to the emergency room and was admitted to the hospital. Healthcare provider thought an occlusion had occurred. Customer could not recall treatment. Elevated bg was resolved. Customer reported to have reused cartridges. Customer suffers from memory loss and declined to provide further information regarding the event.